Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 569 mg/dl. The customer stated that she was not concerned with the insulin pump and declined high blood glucose. The customer stated that the sensor readings were accurate at the time of the event but she did not have any infusion sets. She advised that she treated with a manual injection. She noted that the insulin pump alarmed weak sensor and sensor end. She stated that she had inserted a new sensor that day sand was unaware that she needed to start the sensor in the insulin pump. She declined troubleshooting for high blood glucose.